Manufacturer narrative:
No service was requested. The user facility repaired the ventilator themselves. The dc/dc & standard connector pcb (printed circuit board) was reportedly replaced. This pcb controls the switching between mains power/external 12 v dc. No part was returned for investigation and no ventilator logs were provided. Since no parts were returned for investigation, the root cause of the technical error code has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. Patient involvement is unknown. Manufacturer's ref :#: (B)(4).